Manufacturer narrative:
The device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; the investigation is confirmed for frayed material. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction events. A review of the events indicated that model 1716000j implantable port experienced frayed material. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex was not provided.